Event description:
On 10/18/2002 it was reported that a pt died during angioplasty. A jomed wavewire was used and during the procedure the wire could not be normalized, a second attempt showed "normalization failure" error. At this time the pt arrested. It appeared that pt vessels were dissected possibly on the left as well as the right side. The staff did not consider the waverwire to be the cause of the dissection, but instead perhaps the guide catheter.